Event description:
Cas: the target lesion was left internal carotid artery. The patient had asymptomatic carotid artery stenosis as the target lesion was more than 80% stenosed. There was mild calcification and no vessel tortuosity. There was no contralateral occlusion. The angioguard xp delivery the stent placement (precise) were successful. Pre-dilatation (3.5mm/8atm) and post-dilatation (4.5mm/10atm) were performed with balloon catheter (brand unk). During the procedure, the spasm occurred at where the filter basket of the ag was being deployed. The flow was normal during the procedure. The spasm resolved naturally by itself without treatment. When the post-dilatation was performed, the patient developed hypotension. Dopamine hydrochloride was administered and the blood pressure returned to normal 2days alter. There was no neurological symptom on the patient and he is out of the hospital now.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Spasm and hemodynamic depression during carotid artery stenting procedures are common event and are most likely related to a carotid baroreceptor mediated response, commonly referred to as carotid sinus reflex. The carotid sinus contains numerous baroreceptors, which function as a "sampling area" for many homeostatic mechanisms for maintaining blood pressure. During balloon inflation or stent deployment, pressure can be exerted on the nerves innervating the carotid sinus, which can trigger vasospasm and large fluctuations in heart rate and/or blood pressure. There is no evidence to suggest that this event is related to a mfg issue or defect of the device. There are patient and procedural factors that contributed to this event. This is one of two reports submitted of the same event. Please reference MFR report #: 1016427-2009-00171. See scanned page.